Event description:
The pt had a large ventral hernia that was repaired by placement of a bard composix kugel hernia patch measuring 10"x13", oval, lot #41amdd10, reference number 0010207. The pt developed a wound infection and was being treated with wet to dry dressings at home. Five months later, the pt presented with an enterocutaneous fistula, with small bowel contents contaminating the mesh. After nutritional support, the pt was taken to the operating room where the infected mesh was removed. At that time, a small buckle in the edge of the mesh that was sewn to the abdominal wall was noted. This buckling caused a protrusion of the ptfe portion of the mesh inward towards the abdominal cavity. This protrusion was very sharp and extended only about 5mm into the abdominal cavity. However, it was adjacent to a loop of bowel which was the site of the enterocutaneous fistula. It is rptr's opinion that this small buckling and protrusion of the ptfe portion of the mesh led directly to injury to the small bowel and fistula. The remaining portion of the mesh demonstrated no buckling and there were no other abnormalities noted. The pt had a loop ileostomy created and has done well post-operatively. However, pt's post-op course has been prolonged requiring inpatient care until 12/02 and a planned nursing home stay prior to a planned take down of pt's ostomy. A vicryl mesh was used to repair the defect left by the composix mesh.